Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensor breaking. The customer's blood glucose was unknown at the time of the incident. The needle was not broken in the customer's stomach. The customer did not troubleshoot and did not send the product back for analysis.